Manufacturer narrative:
The device has not been returned to any of the olympus locations. However, olympus (B)(4) said that the reported error was not reproduced. (B)(4) has not been able to identify the problem with this device. The endoscope used by the customer was found to be defective due to moisture in the plug and grip, and the endoscope was sent to olympus. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that there was a problem with the endoscopic image with error b30 during a sigmoidoscopy. According to the video sent by the customer, the endoscopic image was not shown and only the noise was shown. The device was not replaced and the procedure was completed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047 - 2021 - 06116. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.